Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that the touchscreen was malfunctioning. It was reported that there was no patient involvement at the time the issue was discovered. The customer reported to the remote service engineer (rse) that the touchscreen was malfunctioning. Per good faith effort (gfe) response received 24-oct-2023, the authorized service provider (asp) confirmed that the touchscreen was faulty and stated that the issue occurred during testing. Upon arriving onsite to evaluate and repair the device, the asp restarted and checked the device, clicked on the screen, and noticed that there was no response. The asp therefore replaced the touchscreen and verified that the reported issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.